Manufacturer narrative:
Evaluation: the iab was returned with the membrane noted to be completely folded. Laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope incorporates this channeling phenonemon into its instructions for use for all stat iabs.

Event description:
Event: (cc# 98-00591) iab leaked during insertion. On 6/10/1998 following was reported to datascope: dr performed CABG surgery on 70 yr old pt with 100% left main lesion. He had hemodynamic compromise after being weaned off cardiopulmonary bypass and it was decided to support him on iabp. Dr introduced sheath by seldinger technique into right femoral artery. When balloon was introduced into sheath over guide wire for just 2-4 inches he could see blood inside balloon. Blood was regurgitating into balloon. Iab was removed and another inserted. There was no pt injury or complication as a result of event. (Multiple complaint to cc# 98-00589, 98-00590, 98-00592) [event complications]: unk - reported 5/15/1998; none - reported 6/10/1998. [Pt's current status]: unk - 5/15/1998, 6/10/1998